Event description:
It was reported to boston scientific corporation that a sensor wire was used during a transurethral lithotomy (tul) procedure on (B)(6) 2022. During the procedure, the sensor wire was difficult to remove. When the device was removed, no detachment was noted. The procedure was completed with a new sensor wire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of shrink sleeve detached. For full investigation details.

Manufacturer narrative:
(B)(4). The returned sensor wire was analyzed. The returned product was found with shrink sleeve detached, and ptfe peeled in several sections. Based on the condition of the returned device, engineers determined that the problem observed could be due the movement of the device when the costumer tried to remove it. Based on this evidence the problems found out are related to the handling / manipulation during the procedure. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event.